Manufacturer narrative:
(B)(4). Date sent: 3/20/2026. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the ptfe insulation detached and returned. In addition, the insulation of the distal side was melted and marks of instrumentations was noted. Due to this condition the event reported was confirm. The electrode was tested for continuity and passed the test. Additionally, photos were provided and they showed the condition of the reported event. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. The most likely cause of this damage is caused by operating the electrosurgery equipment (generator) at high power settings with continual activation of the electrode for long periods or by placing the electrode tip against another instrument causing extreme heat which results in the melting of the tip. No lot or batch were provided, bhr could not be performed.

Event description:
It was reported that, during an unknown surgery, the blue insulation came off during use. The product was a component of a kit pack from japan medical products. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 3/4/2026. D4 batch #: unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.